Event description:
It was reported on (B)(6) 2015 that the patient had a replacement that day. Once the new model 104 generator was implanted and connected to the lead system diagnostics were performed and high lead impedance was observed. The physician was not prepared to do a lead revision that day so the generator was left in place connected to the lead and programmed off. The patient is going to return to the physician's office in two weeks to test the system again, but a lead revision is very likely. Follow-up showed that the pins were fully inserted as they cleaned the pin on the lead and reinserted three times. The test resistor was not used. On (B)(6) 2015 the entire system was removed and the old lead was clipped and the patient received a new lead and generator. The explanted devices will not be returned for analysis.

Manufacturer narrative:
Initial MDR inadvertently left out that the last generator was unable to be interrogated.

Event description:
The patient's old generator was unable to be interrogated prior to the case, indicating that the high impedance may have been present prior to the case.